Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when loading a new cartridge, the cartridge was moving in a left to right motion. Reportedly, the customer had to support the cartridge with the hand to minimize the movement. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.